Event description:
Ventilator inop error code 9908. Pt required bagging with 100% o2 for 10 minutes while ventilator changed out. Bio-med noticed water on front key panel from pinhole leak in the sterile water bag. After printed circuit board removed & cleaned water off, unit passed the test.